Manufacturer narrative:
Evaluation summary: received for evaluation was one ac3200 everest device in a double bio bag with original packaging and lot number 50923760 matching complaint. The everest device was received with fluid in the barrel. The manometer reads 0 atm as received. No signs of damage on the device were noted. During testing the needle moved steady to maximum pressure from 0atm to 30 atm without issues. No leaks were detected during pressurization of the everest. The device maintained pressure for 3 minutes. During vacuum tests the needle returned to red as required. The test was repeated after leaving the device idle for 2 hours and into the next day. Special visual attention on the movement of the needle was completed resulting in the needle moving steady clockwise and counterclockwise without hesitation. (B)(4).

Event description:
It was reported that during normal use of an everest inflation device it was very slow to inflate and deflate. It appeared that the gauge was stuck. It would suddenly rise from zero, rather than gradually build up. The device was inspected before use with no issues noted. No patient injury reported.